Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error root cause could not be determined.

Event description:
It was reported that the cartridge was leaking due to user error. Customer declined to trouble shoot with tandem technical support. Therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.